Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient's blood glucose (bg) reached a range of 300 mg/dl to 400 mg/dl while wearing the pod longer than 48 hours. The pod fell off, thus, cannula had dislodged from the infusion site (arm). Additionally, the patient experienced an allergic reaction with the affected area being described as "itchy" with "a mild rash." As treatment, patient reverted to multiple daily injections, obtained a cortisone cream from their physician, and had daytime insulin doses increased "slightly."